Event description:
It was reported that the patients right atrial (ra) lead had dislodged from its original implant location. The physician chose to remove and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: fr995-23, aortic tissue heart valve; implant: (B)(6) 2014. (B)(4).